Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic) and noise in the form of non-sustained ventricular tachycardia episodes. It was noted that noise was reproducible by provocation and box manipulation. In addition, high thresholds were observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.